Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Programming changes were made. The device remains implanted.